Event description:
The surgeon was performing an anterior cervical discectomy and arthrodesis at c-5 & c-6, the casper distraction screws are used as part of the surgery. Typically the screws are removed at the end of the surgery prior to closing the surgical incision. As the surgeon attempted to remove two of the capser screws, the metal fractured leaving a portion of the screw imbedded in the cervical bone. The fracture possibly occurred due to the hardness of the pt's bone and/or due to metal fatigue. The surgeon decided that attempting to remove the metal fragments may weaken the vertebral body which was a greater risk to the pt than leaving the metal fragments imbedded in the cervical bone.